Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was returned for evaluation. Visual and functional tests were performed. The float switch was stained red, liquid crystal display (lcd) on printed circuit board (pcb) was damaged, enclosure was cracked at drain fitting, both covers were cracked and line cord was worn. The root cause of the reported issue was found to be cracked enclosure at drain fitting. Replacement of the enclosure corrected the reported primary problem. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had leaking around the drain tube. No patient injury was reported.